Event description:
This pt expired during the implant. The pt coded on the table, and there is a possibility that this lead perforated the pt. This lead was not removed from the pt. The hosp will not disclose the exact cause of death at this time. Should add'l info become available, this file will be updated.